Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d was explanted and replaced. It was reported that the left ventricular (lv) lead exhibited elevated thresholds. The lead was capped and replaced by a new lead. Additional information received noted the shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use. No patient complications have been reported as a result of this event.